Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that the atw35 instrument would not staple firmly and bleeding was found. The surgeon put some overstitches to control the bleeding and complete the case.